Manufacturer narrative:
Additional information has been received for the initial reporter. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective of circuit board at scope connector affected occurrence of the event. The event can be detected by following the instructions for use (IFU) which state: ·operation manual_ inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: ·if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. ·5.4 leakage testing of the endoscope_¿ perform the leakage test ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of an unspecified communication error message received for the device with no other details known. There is no harm to any patient as a result of this event. Upon evaluation of the returned device, it was observed that there was no image yielded by the device, only a black screen, and a b30 scope communication error message was received for the device. This medwatch is being submitted for the reportable issue of no image yielded by the device, only a black screen, with a b30 scope communication error message received as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image yielded by the device, only a black screen, and a b30 scope communication error message was received for the device. Scope connector shows signs of fluid invasion. Other observations for the device are: exera ID chip has no data transmission; insertion tube has dents throughout; and forceps passage has restrictions due to dents in insertion tube. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.